Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to the device stopped working. It was noted that the device had fluid loss. There was also cylinder wear and tear; the left cylinder was broken down between the outer layer and the dacron fiber. All components were removed and replaced. There were no patient complications.